Event description:
Implant date is unknown at this time. A month after surgery, routine x-rays revealed the set screws had backed out. Revision surgery was performed to replace the screw. After another month, the replaced screw backed out and another surgery took place to revise the construct.